Manufacturer narrative:
(B)(4) this complaint for a leak was not confirmed and the root cause could not be determined.

Event description:
A customer contacted baxter (B)(4) regarding a leak from a minicap transfer set. The customer stated there was a leak coming from the twist sleeve, during use. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed if additional information is received.